Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon detached from the 2.50x12mm taxus express2 drug eluting stent delivery system during withdrawal, after stent deployment. The procedure was completed with this device. No patient complications were reported. Patient status reported as "stable". Additional information was requested, but not provided.